Event description:
During a coectomy, the generator displayed an error code. The surgeon noticed that the active blade was broken off the instrument. The blade was found and retrieved from inside the patient with graspers. A second instrument was used to continue the case and post-op while visually inspecting the second instrument, the active blade broke off. No patient consequence.